Event description:
It was reported that the patient wanted his implantable neurostimulator removed because it never worked. There was no patient harm reported. No outcome was reported regarding this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09b8s, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).